Event description:
Medic inserted accucath intravascular catheter 18g 2.25 in. Ref ac0182250 in patient. Medic did not deploy guidewire as did not need to for this insertion. Utilized an ultrasound guided technique and verified placement. Sat the accucath and clicked the actuation button to engage the safety device and retract the needle, but the needle did not retract into the safety chamber. Medic removed needle and safety chamber from area.